Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose levels over 285 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they went through a body scanner at the airport. The customer stated that it takes a different amount of insulin to fill up the tubing. The customer was assisted with trouble shooting nut their insulin pump passed all test functions. The customer stated they will start treating their blood glucose manually. The customer was assisted with reviewing the insulin pump settings and everything seemed to be functioning as designed. The customer did not return the product back for analysis.